Manufacturer narrative:
The display was blank due to corrosion on the electronic assembly and the motor.

Event description:
It was reported that the insulin pump was submerged in water. The reported blood glucose reading was 105 mg/dl. Nothing further was reported.